Event description:
It was reported that patient was unable to adjust stimulation with the patient programmer. Power on reset was cleared. Patient outcome was unknown as the date of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was only getting the reposition antenna screen. The patient stated that the last successful recharging session was about one month prior to the report and that was when stimulation was also last felt. The patient stated that she had a mammogram the month prior to the report and that was the last time she turned off her therapy. The patient was asked to do an antenna locate which resulted in a power on reset (por) message being displayed on the recharger which then lead to the normal recharging screen.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-29, lot# n177327, implanted: (B)(6) 2009, product type: accessory. (B)(4).